Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure, the physician attempted to connect the leads to the implantable cardioverter defibrillator (ICD) but the lead was unable to fully inserted into the connector block and would easily come out of the connector. It was also noted the physician tried to screw the setscrews but the screws would turn without any results. The ICD was replaced. No patient complications have been reported as a result of this event.